Event description:
It was reported that the customer attempted to push plunger; however no insulin exited the tubing. The customer did not receive an alarm. The current blood glucose reading is 292 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.